Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of a c-flex 570c iol in the left eye on (B)(6) 2014. On an unknown date in 2017, the patient underwent implantation of a supplementary sulcoflex toric 653t iol. Opacification of the primary c-flex 570c iol was observed on an unknown date post-operatively leading to a decline in the patient visual acuity. The c-flex 570c iol was explanted on (B)(6) 2022. The return of the explanted iol for structural and ultrastructural analysis - scanning electron microscopy (sem) and energy dispersive x-ray fluorescence spectroscopy (edx) has been requested by rayner. Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions.

Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from its brazilian distributor of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that on an unknown date post-operatively, opacification of the iol was observed leading to a decline in patient visual acuity.